Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.25x20mm promus element plus stent was advanced for treatment. However, the device could not cross the lesion and the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.